Event description:
The account reported the bed will raise unintentionally. The bed was located in the repair area at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account found the issue was caused by the outside caregiver overlay on the left side rail. The account replaced the left side rail outside caregiver overlay to resolve the issue. Based on thi information, no further action is required.